Event description:
It was reported the pt's device was electively replaced due to battery depletion. The drug in the pump was lioresal intrathecal. No concentration or dose were reported. No other symptoms or outcome were reported.

Manufacturer narrative:
Final device analysis revealed motor gear shaft wear. The serial number is included in the range for the gear shaft wear. Physician communication (dated august 2007).